Event description:
Customer reported device=289 mg/dl. Customer gave themself 40 units of insulin. Twenty five minutes later, customer felt low glucose symptoms. Customer ate and then passed out for forty five minutes. Customer did not seek medical attention or received treatment. A request was made for return product and replacement product was sent.